Manufacturer narrative:
Corrected data: the following information was known; however, was inadvertently not provided in the initial report, 9614546-2019-00406. The intraocular lens was implanted (B)(6) 2019; and then explanted (B)(6) 2019 due to blurry distance and near vision. The lens was replaced with the same model, a zxt150, a larger 20.5 diopter lens. No further information was provided. The following sections have been updated accordingly: age/date of birth: (B)(6) 1946. Gender/sex: female. Serial #: (B)(4). Model: zxt150. Catalog #: zxt150u170. UDI#: (B)(4). Expiration date: 12/10/2023. If explanted; give date: (B)(6) 2019. Device manufacture date: 12/10/2018. Patient code: 2137. Patient code: 3191 - explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been sent.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/14/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection using magnification was performed. The lens was returned cut in two pieces. Loose fibers/particles were observed on the lens pieces and is related the handling of the unit out of a sterile environment. Lubricant material residue was observed on lens pieces. No damage was observed to the haptics. The condition in which the lens was returned is consistent with a lens that was implanted and explanted. The complaint issue reported could not be verified. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that additional investigation requests have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Catalog number: a complete catalog number is unknown as the serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If explanted, give date: not applicable, an explant is planned for (B)(6) 2019 but has not been confirmed. Device manufacture date: unknown, as the serial number was not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an exchange of a model zxt100 intraocular lens will be conducted to a power miss. The replacement lens is planned to be another model zxt. No additional information provided.